Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the crt-d was analyzed. Visual inspection of the device confirmed that both the ra(-) and rv (-) setscrews were tightened against the lead terminal pins. These two setscrews were able to be loosened without issue and the leads were removed. The rv (+) setscrew was found to be stuck in the up position and confirmed that a wrench tip was broken off in the setscrew. A calibrated torque watch was used to loosen the stuck setscrew in order to measure amount of force required to loosen the screw. At 31 inch ounces, the setscrew was able to be loosened. Microscopic analysis fond that the rv (+) retainer cap was bent upward and there was a rounding of the setscrew hex slot. This damage is indicative of incomplete or improper insertion of the torque wrench during tightening or loosening the setscrew. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the rv (+) setscrew had become stuck during the explantation procedure.

Event description:
Boston scientific received information that during a revision procedure, the setscrews for the right ventricular (rv) and right atrial (ra) ports on this cardiac resynchronization therapy defibrillator (crt-d) could not be loosened. Both a boston scientific torque wrench and a rigid allen wrench were used, but the setscrews still would not disengage. The left ventricular setscrew moved freely and without issue. Both the rv and ra leads were then cut and the crt-d was explanted. No adverse patient effects were reported. The crt-d with the cut leads was subsequently returned for laboratory analysis.